Manufacturer narrative:
Device received with no motor movement or negligible during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm but not able to rewind the insulin pump .the customer stated that the insulin pump error was reoccurred during troubleshooting. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.